Event description:
It was reported that during implant, when the left ventricular lead was flushed, the rinse water came out through the lead insulation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed) and the lead appeared damaged at implant. Visual analysis noted that the lead was flushed contrary to recommended procedure.